Manufacturer narrative:
Initial reporter phone #: (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. UDI# (B)(4).

Event description:
It was reported when activating the safety on a bd precisionglide needle 30 g x 7 in, it detached. This also happened with five other needles. There was no report of injury or medical interventions.